Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer was hospitalized. The cause for hospitalization was not provided. No additional patient or event information was provided.